Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose ranged from 205->500 mg/dl. Elevated blood glucose was address with manual injection and correction bolus via the pump. System check was performed with tandem technical support and no issues were identified.